Event description:
Attorney reported: on (B)(6)2009, patient's left inguinal hernia was repaired with a 4-inch circle bard modified kugel hernia patch. On (B)(6)2010, patient underwent surgery for repair of a recurrent left inguinal hernia. During the procedure, the surgeon noted adhesions of omentum to the mesh, with the majority of the mesh folded over. The surgeon confirmed that the mesh was curling back upon itself with several different folds. His surgeon removed the redundant and folded back piece of mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Additional PMA/510(k) #: k021736. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.